Manufacturer narrative:
The device has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, the sample collected from the instrument channel of the device tested positive for roseomonas mucosa (>150cfu) . The device had been reprocessed with a non-olympus automated endoscope reprocessor, getinge ew2, using peracetic acid. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device wasn¿t returned to olympus medical systems corp. (Omsc) for evaluation but was returned to an olympus customer service in (B)(4). The evaluation of the device by the service department confirmed some physical damages on the device. After the evaluation, the scope sent to olympus europa (B)(4). (B)(4) sent the device to a third-party laboratory for microbiological testing. As a result of the testing, a sample collected from the auxiliary water channel, the distal end, the instrument channel, the suction channel, the air/ water channel of the device tested negative. Omsc reviewed the manufacture history (DHR) of the device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined.